Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23, unexpected battery power loss, no communication pump to mobile, battery cap cracked/damaged. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-1884, mmt-7040a, mmt-6101, mmt-442ag, mmt-342. Troubleshooting was performed. Unable to complete troubleshooting or provide instructions for loss of communication issue, insufficient information to escalate. Customer reported receiving a power loss alarm. Customer was able to clear alarm. Alarm did not recur after inserting a new battery or recurring alarms were not identified in alarm history. Customer reported receiving pump error 23. Customer was able to clear the error and complete the rewind process. Pump was recently stored, without a battery for greater than 8 hrs, or error occurred immediately after battery change. No further patient complications were reported. It was unknown whether customer will continue/discontinue the use of product. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-6101. No product return is required for mmt-442ag. No product return is required for mmt-342.